Event description:
Cayenne medical was notified that a patient, who received biowick surelock implants on (B)(6) 2017, underwent an MRI on (B)(6) 2018. MRI showed 8mm full thickness tear at the superspinatus/infraspinatus junction. It is also reported that the patient will undergo rotator cuff repair on (B)(6) 2018.